Event description:
It was reported by the company representative that it was discovered during a second surgery, the plate was broken. Plate was removed and replaced. No other information is known at this time.

Manufacturer narrative:
The investigation results show that the postoperative implant fracture occurred through the welding seam, so the reported event could be confirmed. The (measurable) dimensions of the returned implant are in accordance with the specifications. The chemical composition conforms to the specification of ti grade 4. The macroscopic and microscopic investigation show that the implant was bent and re-bent during the adaptation to the anatomy of the patient in the area where the plate meets the bar. This caused a massive local strain hardening / embrittlement of the material and resulted finally in the fracture of the device in forced rupture mode. That is confirmed by the deterioration of the anodization layer, the changes of the surface¿s structure and the secondary cracks in the area of the breakage. Further x-rays were requested, but it was not possible to provide them by the customer. The implant was implanted for 9 days and the implant was bent by hand. The result of the visual evaluation and the inspection show that high bending forces were applied to the welding seam where the plate meets the bar during the adaptation to the patient. Due to the weakened area, most likely the implant could not withstand the forces acted postoperative on the implant. As stated in the related IFU, the implant must not be bend over the welding seam where the plate meets the bar. Based on the investigation and the corresponding statistical evaluation there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that it was discovered during a second surgery, the plate was broken. Plate was removed and replaced. No other information is known at this time.